Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial # (B)(6); implanted: explanted: product type recharger product ID 97745nt lot# serial # n(B)(6); implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient states the last 2 times they has charged the implanted neurostimulator it has taken a long time to charge. Pt states they can see visual damage to the recharger (rtm). Pt states the rubber on the paddle is pealing off. Agent sent request to repair to replace the rtm. Pt believes both the controller and rtm are related to the reported issue. Pt states a couple of times after the pt has charged the implant (ins) all of the programs go to zero and pt has to manually increase the stim because they are in horrific pain. Pt states they called representative (rep) today who told the pt to call mdt and have the controller replaced. Agent consulted ts who recommended having the controller replaced. Agent reviewed with pt we do not anticipate the replacement of the controller to resolve the issue. If it does not resolve the issue pt will fu with the rep. Agent sent request to repair to replace the controller. While on the call pt mentioned they have had to have many replacements. Agent reviewed general use of external devices.